Manufacturer narrative:
One 8x30mm biosure ha screw returned. The complaint stated: ¿the screw broke due to the tip of the screw driver flare up so it was necessary to put too much torque on it because it made it impossible to go all the way through the screw¿. The screw fractured and severed from force. Dimensional inspection confirms that this is an 8mm product. There was 10mm length of threaded distal tip broken off and not returned. The phillips head is in typical condition. It does not show signs of stripping or over-torque. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used¿. Final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the screw broke due to the tip of the screw driver flare up so it was necessary to put too much torque on it because it made it impossible to go all the way through the screw. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 72201778 8x30mm biosure ha screw reported on. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: getting entangled up with other instruments or devices. Stripping or over-torque. Use of other than recommended prep instrument size or types. Damaged prep instruments. Unexpected bone density/condition. Final product met predetermined specifications upon release to distribution.